Event description:
Customer reported that the insulin pump was beeping and nothing was working. Customer stated that the buttons on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.